Manufacturer narrative:
Device evaluation: one cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved powering up the pump. The investigation found that the reported issue was able to be duplicated regarding asking for code, but not for the issue of the battery died. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump's battery died and was asking for a code. It was reported that the pump was not in use at the time and that the patient had a backup pump available to continue their infusion. No adverse patient effects were reported.